Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Recall: 3006552611-05/24/19-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a revaclear 300, three internal blood leaks occurred. The leak was visually detected in dialysis fluid lines. Blood loss was estimated to be 420 ml of blood. The extracorporeal blood was not returned to the patient. The treatment was restarted with a new dialyzer and new machine with no issues detected. There was no medical intervention associated with this event. No additional information is provided.